Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were black streaks through the pump screen. The customer reported that there were missing graphics and the main portion of the display was white. Additionally, the customer reported that the pump could not be charged despite a different wall adapter. Customer reported would use alternate insulin for diabetes management. Customer's blood glucose level was not impacted.